Event description:
Reporter indicated that vns pt had developed an infection at the implant site and that the lead wire could be seen through the skin. Nine days post-implant, the incision sites were reportedly healing well with no signs of infection and no reported complications from implant surgery. Approximately one month later, there was an area 1cm in diameter with some mild, clear and whitish drainage at which the lead wires were reportedly exposed. The pt underwent revision surgery, during which an I&d was performed and it is believed that the generator was replaced. The pt had been prescribed antibiotics prior to the revision surgery and was also prescribed a 7-day course of antibiotics after the revision surgery. Follow-up with treating neurosurgeon one week post revision surgery indicates that there were no signs of infection and that both incisions were healing well. Investigation to date has been unable to determine the cause of the reported infection.